Event description:
On (B)(6) 2013, the reporter contacted animas and reported the patient had low blood glucose (bg) on (B)(6) 2013 measuring 40 mg/dl. The patient reportedly treated the low bg by consuming 75 grams of carbohydrates with the bg responding by elevating to 57 mg/dl. The patient reportedly consumed an additional 69 grams of carbohydrates and emergency medical services (ems) was called. The reporter stated ems administered glucagon to the patient. The patient¿s bg elevated to 241 mg/dl at 2:40 pm and the patient was then given a 1.0 unit bolus of insulin for the elevated bg. The patient reportedly gave an insulin bolus at approximately 3:00 pm for food consumed. The patient¿s bg at 10:55 the next morning was reportedly 365 mg/dl. The patient¿s bg was reported to be slightly above target during this time of day on all other days. The patient reportedly had dialysis performed the morning of (B)(6) 2013 and reported that bgs are generally lower on some of the days that dialysis is performed. Customer technical support attempted to contact the patient back in follow up but was unsuccessful. The patient continued to use the insulin pump for insulin delivery and the pump has not been requested to be returned to animas.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the pump's black box data from the date of the alleged issue had been overwritten due to continued use of the pump. The current black box data showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged inaccurate delivery issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.